Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective flow sensors were replaced to resolve the reported issue. No report of patient involvement. UDI# (B)(4).

Event description:
The hospital reported a flow sensor error resulting in the failure to initiate mechanical ventilation. There was no report of patient involvement.